Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy)who was implanted with a spinal cord stimulator. It was reported that electrodes 0-7 were out of range and date of test was (B)(6) 2020,the device diagnosis was high impedance. It was noted that the event was related to the device or therapy and not related to the implant procedure. The device was explanted and replaced and issue was resolved without sequelae on (B)(6) 2020. It was also noted that the patient had increased back pain. No further complications were reported/anticipated at this time.